Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to a damaged usb connector and pictures were taken. Charge and boot testing was performed and failed. Functional testing was performed and failed. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.